Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address hip pain. Upon exposure, mild metal stained synovium was noted; however, there was significant debris around the upper part of the stem. The femoral stem was loose at its proximal most portion, but was well fixed at its mid and distal portions.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.